Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set cannula crimped event on (B)(6) 2024. The event occurred within three hours of insertion. The insertion site was thigh. The patient replaced infusion sets and resumed insulin successfully. No further information available.